Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had read low (<40 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include a temperature of 93 degrees as well as loss of consciousness. Upon arrival at the hospital the patients pod was removed for a computed tomography scan. The patient was treated with a bag of dextrose. The patient was discharged from the hospital after 3 days.